Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 23.4mmol/l. It was stated that the customer was getting button error alarms, had upset stomach, ketones, and was vomiting. It was stated that the customer was sick the week before the event and still was fighting off the flu. No further information was provided.